Event description:
When blood glucose monitoring device drum door opened, the test ranges and mean on the test strip drum was "rubbed off". Reporter stated when looking at the alleged test strip drums from the same box, the mean & test ranges were present but "very faded". A request was made for the return of the suspect product and replacement product was sent.